Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer blood glucose level was 15.2 mmol/l. Customer states she had the insulin pump in her bra and cracks on the insulin pump. Troubleshooting was performed, but the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Analysis reports the insulin pump had no button error alarm noted. The insulin pump had no button response due to corroded keypad traces. Also had cracked display window, cracked case at display window corner, broken battery tube threads, cracked reservoir tube, cracked reservoir tube window and broken reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.